Event description:
The user facility reported that during a laparoscopic procedure, the distal tip of the sonosurg scissor became detached, and fell inside the pt. The broken piece was successfully retrieved with the use of an unk model of grasper. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility via phone and in writing to obtain additional info regarding the report, but received only limited info. There was no pt harm reported, but is unk whether the procedure was completed or not. The subject device referenced in this report has not yet been returned to olympus for evaluation and remains at the user facility. The exact cause of the user's report could not be determined. If additional significant info becomes available, this report will be updated. This report is being submitted as a medical device report in an abundance of caution. Cross-ref MFR. Report# 8010047-2010-00112.